Event description:
Caller reported that their pump screen was dark and would not turn on, with the battery not charging. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate form of insulin therapy.